Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. On 2024-01-21, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and hypersensitivity. No further patient complications were reported.